Event description:
During the quartly pm (preventative maintenance) of this device company found that the unit completes and passes its user self test. On a daily basis the department uses this function to test and verify that the unit is working. But this test does not check the defibrillator paddles. When the biomed technician tested the paddles on the analyzer, the charge button did not function nor did the discharge buttons. So if this unit was rushed to a code blue the defibrillator would have not worked on the pt even though the self test passed. This could have probably caused serious injury or death to a pt if it was taken to a code.